Event description:
Rep reported that during an intraoperative procedure the physician could not get fluid to flow through the valve. As a result the surgeon used another device, but had a delay in surgery.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The device was tested and failed the pressure and programming tests. An occlusion was noted. When the device was irrigated the device flowed as expected. The root cause for the problem reported by the customer appears to have been caused from biological debris seen throughout the device. A review of the device history records confirmed that this device conformed to the required specs prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.